Event description:
The user's family perceived in april 2022 that the user was not presenting auditory perception with the device. No trauma has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The users family perceived on (B)(6) 2022 that the user was suddenly not presenting auditory perception with the device. Reimplantation is considered, however, no date has been scheduled yet.

Event description:
The user_s family perceived in april 2022 that the user was suddenly not presenting auditory perception with the device. No trauma has been reported. Reimplantation is considered, however, no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigational purposes yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigational purposes yet.

Event description:
The user_s family perceived in april 2022 that the user was suddenly not presenting auditory perception with the device. No trauma has been reported. Correction: the user has been reimplanted. The concerned device has not been recieved for investigation.